Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segment of the lead was returned severed at 11 centimeters from the terminal pin. Testing was completed to assess the returned portion of the lead's electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew mark noted on terminal pin at correct location. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations with the returned portion.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated that over the last year the right ventricular (rv) lead impedance measurements have steadily increased to approximately 1860 ohms. The clinician also stated that the rv lead threshold measurements have recently increased. Since, no noise was observed on the rv channel and the patient is not pacemaker dependent, the physician opted to monitor the patient. Additional information was received nine months later that the right ventricular (rv) lead impedance measurement was now out of range at greater than 2500 ohms and continued to exhibited high threshold measurements which resulted in loss of capture. The lead was explanted due to a fracture and a new competitor lead was successfully implanted. No additional adverse patient effects were reported.